Event description:
It was reported that the patient right atrial lead exhibited far r-wave over-sensing. No patient symptoms or intervention was reported.

Event description:
New information received notes that the patient presented remotely via merlin.net transmission. Transmissions showed the right atrial (ra) lead exhibited far r wave oversensing resulting in inappropriate automated mode switch (ams) episodes. The patient will be continued to be monitored.